Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the codemaster defibrillator shuts down when the energy setting is changed. There was no patient involvement.